Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in switzerland it was reported that patient faced an infusion set cannula/needle breakage event on 16-aug-2024 during insertion. Infuison set was used for 1 hour. No further information was available.